Event description:
The nurse went to get a urine sample on a patient. A urinalysis transfer straw kit plus the urine tube were obtained. The nurse noted in the glass vacutainer a piece of plastic. The kit was not used.